Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. The device was being filled with saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no evidence of flow at the luer. Forced prime was attempted, but flow was still not observed. No trace of fluid was noted inside the delivery tubing. After the delivery tubing was cut to drain the fluid, no trace of fluid was observed coming out of the cut tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The root cause of the confirmed no flow condition was determined to be excess solvent at the bonding junction of the tubing and the stressmember. The tubing appeared to be inserted past the stops of the stressmember causing the excess solvent to enter the lumen of the tubing. As a corrective action, awareness training on excess solvent was performed on (B)(4) 2012; the sample evaluated was manufactured prior to the awareness training date.